Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 49 mg/dl at the time of incident and the current blood glucose level was 157 mg/dl. The customer was treated with juice. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does allege insulin pump was over delivering. Customer was reporting a sensor updating. Customer reports they did receive a calibration not accepted alert. Troubleshooting was assisted. The insulin pump will not be returned for analysis.